Event description:
It was reported that this lead was surgically abandoned due impedance issues, loss of capture (loc), pacing inhibition, noise, and damage. A new lead was implanted. No additional adverse patient effects were reported.